Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ under possible adverse effects, number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2015-05160 / 05161 / 05162 / 05163).

Event description:
It was reported by the patient's legal counsel that patient underwent right total hip arthroplasty on (B)(6) 2011. Subsequently, patient underwent a tendon release procedure on (B)(6) 2014 due to chronic tendonitis. Patient was then revised on (B)(6) 2014 due to pain secondary to bursitis of the greater trochanter and chronic tendonitis. During the procedure the femoral head was removed and replaced with an active articulation liner and head. Patient then underwent another revision on (B)(6) 2014 due to infection. During the procedure the stem, cup, and head were removed and replaced with a spacer mold. On (B)(6) 2015 the spacer molds were removed and replaced with a stem, acetabular cup, and an active articulation liner and head. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.